Manufacturer narrative:
Several attempts were made for resolution, however, nothing further was provided to the field representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient reviewed a heart transplant. The system was reported to have been explanted and the local boston scientific field representative indicated that the system was likely discarded.

Event description:
Boston scientific received information that this patient has a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular assisted device (lvad). The patient presented to the emergency room with ventricular fibrillation (vf). It had appeared that the crt-d was atrial and ventricular pacing through the vf. A review of the rhythm strip noted a-v sequential pacing followed by pacing inhibition for what the device was classifying as vf. The lvad was providing blood flow but the patient was not tolerating the vf. It was reported that perhaps the sensitivity would be adjusted or the consideration to repeat defibrillation threshold testing to see if the change can appropriately detect and convert the vf.

Event description:
Subsequent information indicated that the patient was seen for non-invasive programmed stimulation (nips) testing. The device was tested at 0.3 mv where ventricular fibrillation was still undersensed. A stat shock was given at 41 joules which did not convert the patient. The patient received two external shocks which ultimately converted the patient. The device was reprogrammed to a sensitivity of 0.15 mv. The patient was hospitalized and moved higher up on the transplantation list. The system continues to remain in service.